Event description:
On (B)(6) 2011, the lay-user/patient contacted animas and reported that she had developed a blood glucose (bg) level of "300 mg/dl" with symptoms of a dry mouth and thirstiness. A review of the pump's history revealed that the patient had received an occlusion alarm at 2:59 am. The patient claimed that she did not wake up at the time and did not re-prime the tubing. At that same time, the patient basal history revealed that 0.0 units were delivered due to an occlusion. No basal insulin was delivered from "2:59 am to 7:38 am" which might have contributed to the patient's elevated bg levels. A second occlusion alarm reportedly occurred at 7:16 am that same morning. At an unspecified time during the time of concern, the patient reportedly she woke up, rebooted the pump, and changed the cartridge, tubing, and site. An unspecified time later, the patient received another alarm. The patient then called animas for support. The patient admitted that she reuses her cartridge up to 2 times but with a maximum of 4 days. The patient denied that the cannula was bent. The patient did not have the tubing that was used when the initial occlusion alarm occurred at 2:59 am. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hyperglycemia. However, the patient's injury can be attributed to possible use-error since the patient was reportedly reusing her cartridges. In addition, the alleged product issue related to the occlusion alarms is not likely to cause an adverse event because the pump will alarm to alert the user of the issue. The owner's booklet instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.